Event description:
The hospital reported that during an endoscopic vein harvesting procedure, three short port btt black inflation valves dislodged. As a result, the balloons would not remain inflated. The harvester screwed a cap on the valves to complete the procedures. The hospital did not report any patient complications. Since it is unknown the date of event(s), the quantity used in each event and the product lots numbers, all three will be tracked under one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting, causing the balloon to deflate due to a defective valve subassembly. (B) (4).